Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump button was sticky and had to pressed multiple times. Customer reported that the battery life diminishing and reject new battery. Customer reported that the screen was discoloration with spot. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.